Event description:
Vent (flight 60 continuous ventilator) was giving larger volumes than what was initially input in the setting by the health care professional. Patient was bagged and another vent obtained. No further issues, no patient harm.